Event description:
It was reported the pt's charger was heating up. It was noted the heating is not associated with charging. The pt was sent a new charger which is functioning properly.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.